Event description:
The facility representative reported an infuso.r. Pump with a condition of "physical damage." It is unknown when the event occurred; however, it was identified in the "surgery center" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4) evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of "physical damage" was confirmed during device evaluation. Service indicated there was physical damage to the bolus switch spring mechanism. The device was returned unrepaired so no fixes were performed on the device.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.